Manufacturer narrative:
Event date: exact date unknown, event occurred about a months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort as the ipg was under the ribs. It was also noted that the ipg was non functional. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted ipg was discarded by the medical facility.